Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that she was experiencing a battery indicator issue with her one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified time of the morning of (B)(6) 2011. She stated that she manages her diabetes with pills, diet and exercise and due to the alleged issue denied making any changes to her usual treatment. The patient claimed 15 minutes later after the alleged issue started, she felt "shaky, dizzy, and felt like passing out", which she associated to a low glucose state. Reportedly on an unspecified time she self treated with food and drink (orange juice) and then tested her glucose with another device and obtained a result of "73 mg/dl". At the time of troubleshooting, the cca noted that the battery needed to be replaced but the patient did not have a new one available for replacement and there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.